Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, it was noticed that one haptic had a material weakness according to surgeon, which caused the lens to sag slightly downward causing lens dislocation. In a second procedure, the lens was rotated and repositioned. Postoperative increase in visual acuity was observed. There was no further patient impact. Additional information has been requested, yet no new information received.